Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An reliant stent graft balloon were attempted to be used in the endovascular treatment of a 60 mm abdominal aortic aneurysm. It was reported that during the index procedure, two ab46 reliant stent graft balloon were attempted to be used to mount the proximal of the endurant stent graft, but the balloons burst once touched the endurant stent graft. It was stated that the procedure was completed using another ab46 reliant stent graft balloon as per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was reported the cause of the event as unknown per the physician as there was no calcification noted in the neck. It was reported the balloons burst at the proximal part of the endurant stent graft. If information is provided in the future, a supplemental report will be issued.